Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va055k9, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3889-28, lot# va055k9, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had an active infection, a rapid growing mycobacterium (both skin and subcutaneous infection), and the hcp removed the patient¿s ins and lead. It was noted that a power-on-reset icon was also seen on the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.